Event description:
During a conference call with the customer; vague report received that the sicu had an incident of leaking from the pump segment. No details or documentation of specific patient event provided. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer report of a set leaked from the pump segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this report was not identified.